Manufacturer narrative:
The returned catheters and valve showed no signs of occlusion and did not leak. Water was able to flow through the products easily at 46.8ml/hr, 20.4 ml/hr and 5.5 ml/hr. The conditions of the complaint could not be duplicated in the lab. A review of the manufacturing records showed no anomalies.

Event description:
It was reported that the catheter was occluded.